Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that this right ventricular lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms. It was reported that the patient experienced near syncopal events. An invasive procedure was performed. The lead was surgically abandoned and replaced. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.